Event description:
The original event report that was filed stated that while on transport, an evita ventilator it first alarmed "internal battery only 2 minutes left" while on the elevator. By the time the patient arrived in CT the ventilator alarmed "internal battery discharged." Fortunately they were able to plug the ventilator in before it shut off completely. For the return trip they opted to hand bag the patient.during our investigation we have found the following information:when a draeger evita ventilator with full batteries is unplugged from the wall it should initially switch to external battery power. The external batteries should operate the ventilator for approximately 2 hours until they are depleted, at which point the ventilator should switch to the internal batteries. Internal battery power will only last for 10 minutes, and when completely depleted the device will lose all power.with the ventilator involved in the above incident we were able to confirm that even when it indicated that both the internal and external batteries were charged, when unplugged the device reverted to the internal battery. After 10 minutes when the internal battery was depleted the device would lose complete power without switching to the external battery.this problem poses a significant safety risk when using affected ventilators for patient transport. Typically, the respiratory therapist expects that they have 2 hours until the ventilator runs out of battery power. With affected ventilators they may only have 10 minutes.subsequently, we tested the remaining ventilators at our facility (56) and found that we had a total of 9 ventilators that exhibited the same symptoms. I believe all 9 of them were purchased in 2009, although according to the serial numbers they weren't all manufactured during the same month.all 9 have been sequestered and we are working with draeger to replace potentially defective parts.====================== health professional's impression======================the ventilator should have gone to external battery power first which would have allowed two hours of transport time instead of less than 10 minutes.====================== manufacturer response for mechanical ventilator, draeger evita xl(all 9 devices)======================draeger has been contacted and is aware of the problem. They have involved their quality department and are actively working with us to determine what the cause of the problem is. In the coming days they will be replacing the complete battery and battery charging components in all 9 ventilators at no charge. The old batteries and charging components will be sent back to draeger's engineers in germany for root cause testing.